Event description:
It was reported that the patient presented with intractable back and thoracic rib pain. He was noted to have herniated nucleus pulposus at t6-7 and t7-8. There was a right paracentral disc compressing the cord at t6-7 and a central bulging disc at t7-8. The patient underwent anterior discectomy, hemicorpectomy and fusion of t6 to t8 using rhbmp-2/acs, a carbon fiber cage and a plate and screw system. The bmp was placed within the carbon fiber cages at each level. No complications were noted. Post-op, the patient allegedly developed permanent disability, back pain and nerve damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.